Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A service history review was performed and revealed no issues that could have caused or contributed to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing away. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. The patient was not hospitalized prior to death. It was not reported if an autopsy was performed. Automated peritoneal dialysis therapy was ongoing at the time of death; however, the patient was not connected and was not performing pd therapy at the time of death. It was reported that the patient was not performing therapy at the time of death. No additional information was available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.